Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. Additional device product codes: mnh, mni, kwq, kwp. Device broke intra-operatively and was not fully implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number: (B)(6). A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery performed on (B)(6) 2017 two screw heads detached from the screw shafts. Surgeon used spare screws to complete the procedure. There is no report of patient's injury or surgical prolongation. This report is for one (1) 6.0mm ti matrix reduction screw 45mm thread length. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is no longer expected to be returned for manufacturer review/investigation. Manufacturing site: (B)(4). Manufacturing date: may 22, 2015 and august 28, 2015. No non-conformance reports or scrap were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.